Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was giving communication failure and was turning on and off by itself. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter, address, city and phone#), e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) the machine is giving communication failure. When system on cart and after plugging ac main cable in the ac electrical source, the system power up automatically without pressing on off switch, it does not complete power up test and a continues beep when powering the system by ac from the cart, the led code in the executive processing board shows (f0)when the system started up by battery without ac power, the system power up successfully, and completes the power up test and show power up test ok, after plugging ac cord in the ac source the system shows battery charging, but when we try to power the system off with ac cable connected, system start to beep and shows internal communication failure. The software version of the system is c.06. No patient involvement. H3 other text: repair service not done.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).